Event description:
It was reported, the subject device had the coupler part came off. No patient or end user harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, it was observed that water immersed in the video connector and the mehan section. A device history review - DHR was completed, and no issues were identified. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.